Event description:
It was reported that the patient underwent a vaginal hysterectomy in 2001. A prolapsed fallopian tube was noted through the vaginal cuff almost a month later. Laparoscopic salpingectomy with vaginal cuff repair was performed the following month.